Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was performed by the customer and completed after restarting the system. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to emit x-rays. To resolve this issue, fse replaced wired footswitch. The defective wired footswitch was returned to philips for analysis and it was determined that two out of four anti-slips were absent. Additionally, pedal 2 exhibited slight physical deformation at a lower level. No x-ray examination was conducted after the pressing of pedal 2, while pedals 1 and 3 successfully passed inspection. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system x-ray issue occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the issue may be resolved, allowing for continuation and completion of the procedure. A x-ray issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was updated correctly.

Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.